Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified de novo left anterior descending artery that is 100% stenosed. The patient presented with severe chest pain. The lesion was pre-dilated with an unspecified semi complaint balloon. A 3.5x18mm xience prime was deployed at 16 atmospheres and fluoroscopy after stenting revealed a dissection at the distal end of the stent. The dissection was treated with a xience xpedition. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.